Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that display on their device would freeze and the device became unresponsive. This is indicative of a device lock up and the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated customer's device and verified the reported issue. After the system pcb and user interface pcb assembly were replaced as well as other unrelated repairs, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The removed user interface pcb assembly was further evaluated in the product analysis center (pac). It was verified that that the device displayed a white screen, and had logged a service code. The root cause of the reported issue was determined to be due to an inoperative integrated circuit, designator u2, on the user interface pcb assembly.

Event description:
The customer contacted physio control to report that display on their device would freeze and the device became unresponsive. This is indicative of a device lock up and the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.